Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used during a gastric biopsy procedure performed on (B)(6) 2022. During the procedure, the forceps did not cut properly and caused a hemorrhage. Four clips were placed and the patient was admitted to the hospital overnight for monitoring. The patient's current condition was reported to be stable.

Manufacturer narrative:
(B)(4). The returned radial jaw 4 standard capacity biopsy forceps was analyzed, and a visual evaluation noted that there were no issues found on the device. A functional evaluation was performed and noted that the device was able to open/close as intended. The reported event was not confirmed. It was reported that the failure mode was observed "during procedure", so it is possible that due to the technique used by the physician in conjunction with the patient anatomy could have affected the device operation. There is not enough evidence to determine whether the inadequate tissue acquisition was due to some issue in the device.. The analysis did not find issues or evidence that would confirm that the device had influence on the event. However, the instructions for use (IFU) cited that: "complications associated with the use of the single-use biopsy forceps may include: bleeding". The product record review confirmed that this is not a new failure type and the risk is anticipated. There is no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Therefore, the most probable root cause for the reported patient codes of "hemorrhage, major" and "tissue damage" are assigned as "known inherent risk of device". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.